Event description:
It was reported that the system 9800 would lock up during initialization. Successive attempts would normally correct the problem and allow operation. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
The problem has been verified and service is planned. A ge representative is currently awaiting parts. Suspect system interface circuit board. Additional problems are not anticipated following repair. A follow up report will be generated and filed if additional information becomes available.